Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 480 mg/dl at the time of admission. It was reported the customer was unable to get their blood glucose under control with their insulin pump. The customer reported experiencing thirst, nausea, frequent urination and lower abdominal pain from their blood glucose. Customer was also diagnosed with a urinary tract infection during their hospitalization. The customer was treated with an IV of fluids during their hospitalization. The customer was released on 03/21/2015. The customer's blood glucose was 190 mg/dl at the time of the call. It was also found the customer did not have a spleen, making them vulnerable to infections. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.